Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product: unknown compress femoral, catalog#: ni, lot#: ni; unknown compress tibial tray, catalog#: ni, lot#: ni; unknown compress bearing, catalog#: ni, lot#: ni; unknown compress stem, catalog#: ni, lot#: ni; unknown compress patella, catalog#: ni, lot#: ni. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). John h. Healey (2009) " early equivalence of uncemented press-fit and compress femoral fixation", 467:2792-2799. Event date ¿ the journal article was published in 2009. (B)(6). The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Event description:
It is reported in a journal article that one (1) patient underwent a prosthetic exchange due to periprosthetic fracture three (3) months following knee arthroplasty. Attempts have been made to retrieve additional information, but no further information is available at this time.